Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we could not determine definitive cause of event.

Event description:
It was reported that patient underwent surgery due to intervertebral disc degeneration. During surgery, there was screw found to be slipped and doctor had to replace new one to complete the surgery. Surgery was completed successfully. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.